Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant medical products: 429688 lead, implanted: (B)(6) 2015; 4096 boston scientific lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and left ventricular (lv) lead died. The right ventricular (rv) lead and right atrial (ra) lead were competitor leads. Cause of death was not reported. It was requested by the pathologist to analyze device memory to determine why the device did not deliver a shock at the time of death. The device detections remained on when the device was explanted and transported. Therefore, stored episodes were overwritten by noise and limited information is available. Review of stored data revealed a lead integrity alert was issued on the day prior to death due to non-sustained ventricular tachycardia (nsvt) and high short interval counts (sic). It was also noted that the device delivered multiple shocks in the last 2 weeks prior to death, 9 of which occurred on the last day. Timing information about the shocks is not available. No additional information is available.